Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. It was confirmed that the charging supplies were able to successfully charge another device. Customer reported blood glucose level was 156 (mg/dl). Reportedly, the customer will continue to use the pump until the replacement pump is received.